Event description:
The company field service engineer (fse) was present for a seeg case. A staff member that setups the rosa robot prior to the start of surgery and typically sends the patient¿s images from the pacs to the rosa iq-view prior to the fse arrival had trouble importing images from pacs for this particular case. He stated that the rosa shutdown on him during the import process. The shutdown occurrence is estimated to occur around 8:20 am pst. He stated that he proceeded with a full shutdown and rebooted the rosa robot, but the problem of importing images persisted. The fse arrived shortly after and evaluated the problem. He doubled click on the patient name within iq-view to review the image series that were supposedly sent from pacs. The fse saw that the images on iq-view was not showing up. The image series within this viewing window were showing what looks like the progress symbol instead of the images itself. The iq-view stopped being responsive for a short time with the progress symbol showing. After fse was able to get control again, he tried to exit out of iq-view and saw that none of the image series were identifiable on the rosa software. Fse proceeded to open up iq-view through the rosa exam manager menu again. He decided to delete all the temporary patient folder saved and start the images series upload process from scratch. The fse asked the team member to pass the study from pacs again. Fse opened up the iq-view image-viewing window and watched as the images were getting transferred to the iq-view from pacs. The images looked like it transferred fine. He then proceeded to delete the dti image series from the patient folder prior to closing out the iq-view. Everything worked out as normal with the steps fse performed. One comment from the hospital staff member made during fse¿s troubleshooting steps was whether he unplugged the ethernet too soon during the image transfer process prior to fse¿s arrival. This complaint event did not delay the surgery case more than 10 minutes because the patient was still being sedated and positioned appropriately on the patient table throughout the series of steps mentioned.

Manufacturer narrative:
A full analysis of the data logs has been performed. This analysis concluded that a crash of the application occurred during the import of the imageries from the pacs to iq-view. This crash resulted in the incorrect import of exams into iq-view. The company representative noticed that the exams were not displayed in iq-view. He then solved the issue by deleting the temporary folder and asking to the staff member of the hospital to redo the import of the imageries. The origin of the crash remains unknown. It was noted that upon first try the temporary folder could not be cleared due to a known software anomaly.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
The company field service engineer (fse) was present for a seeg case. A staff member that setups the rosa robot prior to the start of surgery and typically sends the patient¿s images from the pacs to the rosa iq-view prior to the fse arrival had trouble importing images from pacs for this particular case. He stated that the rosa shutdown on him during the import process. The shutdown occurrence is estimated to occur around 8:20 am pst. He stated that he proceeded with a full shutdown and rebooted the rosa robot, but the problem of importing images persisted. The fse arrived shortly after and evaluated the problem. He doubled click on the patient name within iq-view to review the image series that were supposedly sent from pacs. The fse saw that the images on iq-view was not showing up. The image series within this viewing window were showing what looks like the progress symbol instead of the images itself. The iq-view stopped being responsive for a short time with the progress symbol showing. After fse was able to get control again, he tried to exit out of iq-view and saw that none of the image series were identifiable on the rosa software. Fse proceeded to open up iq-view through the rosa exam manager menu again. He decided to delete all the temporary patient folder saved and start the images series upload process from scratch. The fse asked the team member to pass the study from pacs again. Fse opened up the iq-view image-viewing window and watched as the images were getting transferred to the iq-view from pacs. The images looked like it transferred fine. He then proceeded to delete the dti image series from the patient folder prior to closing out the iq-view. Everything worked out as normal with the steps fse performed. One comment from the hospital staff member made during fse¿s troubleshooting steps was whether he unplugged the ethernet too soon during the image transfer process prior to fse¿s arrival. This complaint event did not delay the surgery case more than 10 minutes because the patient was still being sedated and positioned appropriately on the patient table throughout the series of steps mentioned.